Manufacturer narrative:
An event regarding incorrect centralizer involving an exeter stem was reported. The event was not confirmed. Device evaluation was performed on another device from the reported lot. On inspection of this device it was confirmed that a winged and non-winged centralizer were present. The device from the event was not returned for evaluation and the event could not be confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this event could not be determined based on the information provided. It was reported by the customer that upon opening a stem, there were 2 non-winged centralizers present in the device. The procedure was completed by opening a separate centralizer. The exeter stem is supplied with 1 winged and 1 non-winged centralizer. The exeter winged centralizer is supplied packaged with the exeter stem and also supplied as a separately packaged component 'exeter winged centralizer.' The event was not confirmed as the packaging was discarded by the hospital. The investigation conducted by (B)(4) confirmed: DHR review for the affected lot did not reveal any discrepancies. Testing performed by the packaging team during investigation confirmed that the camera system is working correctly. Another device from the reported lot was inspected and found to be compliant. The device present in stryker (B)(4) from the same affected lot is compliant. As a result of the investigations (B)(4) have identified the following process improvements: update the packaging form in the DHR to record the program number. Update the instruction for the sealing machine verification to include quarterly verification of the camera system.

Event description:
The sales rep reported on behalf of the customer that upon opening a stem, there were 2 non-winged centralizers. The procedure was completed by opening a separate centralizer. The sales rep reported that this caused a delay in surgery of less than 5 minutes.

Event description:
The sales rep reported on behalf of the customer that upon opening a stem, there were 2 non-winged centralisers. The procedure was completed by opening a separate centraliser. The sales rep reported that this caused a delay in surgery of less than 5 minutes.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.